Event description:
Consumer complained that the product caused her gums to become inflamed after she removed her dentures. She sought medical treatment from her dentist.

Manufacturer narrative:
Without the lot code or suspect sample it was not possible to perform an in-depth eval of the product complaint issue.